Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer. The issue resolved itself without the need for the customer to change charging supplies. The pump began charging using the tandem wall adapter and charging cable.